Event description:
It was reported that the user experienced sustained hyperglycemia for several hours while using the ilet system and, upon removing the pump cartridge, observed insulin pooled inside the cartridge beneath the plunger, consistent with a cartridge leak and insulin delivery failure of the cartridge component. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention, without use of backup therapy, and without hospitalization. Investigation included collection of event details, troubleshooting of cartridge handling and installation steps, and retrieval of the implicated cartridge for evaluation. Investigation of this case revealed evidence consistent with a leaking cartridge and compromised insulin containment within the cartridge under the plunger area, suggesting an insulin leakage malfunction of the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure associated with the cartridge resulting in reduced or lost insulin delivery and subsequent hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.